Event description:
The customer reported that approximately one (1) hour after starting a therapeutic laparoscopic colectomy, the tissue pad of the subject device came off. The tissue pad did not fall into the patient¿s body. The intended procedure was successfully completed using another device of the same model. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned to olympus, as the customer disposed of the device; however, the sterility pack was returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad peeled off due to following: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip, when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. However, a definitive root cause could not be determined. The device's instruction manual provides the following warnings, which may help to prevent the issue: " do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: the device was manufactured in the month of march 2022; however, the date could not be identified.